Event description:
Boston scientific received information that this right ventricular (rv) lead had increased pacing impedances and had risen over 1000 ohms. Additionally there was some noise and oversensing. Lead removal was attempted at the device change out procedure, but the physician could not extract the entire lead, so a portion of it was surgically abandoned. A new rv lead was implanted successfully. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.